Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem, not sensing door closed was reproduced. A review of the event history log revealed multiple "door jammed!" And "shut door - power off." Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged upper latch switch. The upper auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not sense that the door was closed. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.no additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.